Event description:
The pt was reportedly experiencing intermittencies and loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Advanced bionics is in the process of gathering more inf.